Manufacturer narrative:
The cpc connector of the right driveline of the freedom driver was returned to syncardia for evaluation. The results of the visual inspection of the cpc connector aligned with the customer-reported issue. The right female cpc connector spring was displaced inside the housing. Although a definitive root cause could not be determined, the spring most likely became dislodged within the housing during a previous driver switch when the wire tie was inserted, or when the wire tie was inserted or removed during the cannula repair reported in MFR #3003761017-2017-00102. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that there was a displaced spring in the right driveline cpc connector of the freedom driver while supporting a patient. The customer also reported that the cpc connector was replaced on the driveline without any reported adverse patient impact.